Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericarditis. The patient had a pulsed field ablation procedure and there was no evidence of an adverse outcome. However, the physician had notified clinical days later that the patient had reported of feeling chest pain and tightness. The physician treated the patient with steroids and colchicine. The patient had fully recovered and was discharged from the hospital. The farawave nav catheter is not expected to return as it was disposed after the procedure. It was further reported that an chest x-ray was performed but no other diagnostic interventions. The pulsed field ablation procedure was performed to treated for paroxysmal af.